Manufacturer narrative:
Evaluation results pending. A follow-up report will be filed.

Event description:
(B) (6). Date of event: best estimate of date of event is (B) (6) 2009. According to the information received, an end user reported a disassembled catheter. The catheter was assembled backwards.